Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for implant. The stylet was stuck inside the lumen of the atrial lead. After several attempts, another lead was implanted instead. The patient was stable.

Manufacturer narrative:
The reported event of stylet was stuck inside the lead lumen was not confirmed. Analysis found the stylet inside the lead which was easily removed. Stylet was inserted through the proximal end of the lead all the way through with no restrictions noted and was easily removed.